Manufacturer narrative:
Testing was performed on retained kit lot 170509 with the following internal serum/plasma control samples: (B)(6). The kit performed as expected. Additionally, qc data and manufacturing batch records for lot 170509 were reviewed. Release testing was valid and the lot was found to be performing as expected. Customer returned the remainder of the kit lot 170509 as well as patient sample. Customer's returns from lot 170509 were tested with the following internal serum/plasma and whole blood samples: (B)(6). All results were valid and performed as expected. Customer's returned patient sample was tested with retained and returned tests from kit lot 170509. Customer's observed positive result was replicated. Testing of the returned patient sample was intended to replicate the customer's reported issue. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 170509 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. In house testing was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that the device lot is performing within labeled claims.

Event description:
Customer reported a (B)(6) ab result on a serum sample tested with the alere determine hiv 1/2 ag/ab combo. Test was repeated on a second sample the following day, with the same result. Patient was confirmed (B)(6) via labcorp eia/pcr and quest 4th generation eia/pcr with two different specimens from the patient. There is insufficient information to determine if a malfunction occurred. The patient was female, (B)(6) pregnant. Treatment and patient outcomes were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).